Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a philips CPAP device. The manufacturer received information from the patient alleging ¿respiratory tract irritation, asthma (new or worsening), cancer¿. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. No device has been returned. No further evaluation is possible at this time. Three attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.